Event description:
It was reported that the sponge of a minicap had inadequate iodine. The caregiver (cg) stated that prior to use it was discovered that the minicap sponge lacked iodine. The cg reported that the sponge was not touched. The product was disposed of and the patient started over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
Complaint no: (B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted. Same patient/event as (B)(4).

Manufacturer narrative:
(B)(4). Manufacture date: 10/12/14-10/20/14. The device was received for sample evaluation. A visual inspection was performed and did not identify any abnormalities that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Upon conclusion of the investigation, the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.